Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's all buttons were hard to pressed except the top arrow button. Customer stated the insulin pump had battery life only last one day sometimes, rejecting good batteries, random and unexplained no insulin delivery alarms were more common. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.